Manufacturer narrative:
Device analysis: returned product consisted of a nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined and revealed contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed numerous kinks throughout the hypotube. A complete hypotube separation 49cm distal of the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation.

Event description:
It was reported that shaft break occurred. The target lesion is located in the right coronary artery. Following stent implantation, a 12mm x 2.75mm nc quantum apex balloon catheter was advanced for post dilatation. However, while inserting the device into the guide, the balloon catheter broke halfway from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient was not harmed.